Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile viewing station (mvs) umbilical cable was returned to the manufacturer for analysis. Analysis found damage to the cable which caused an electrical failure. The hardware investigation found that the reported event was related to a hardware issue.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging acquisition system (ias) was not communicating with the mobile viewing station (mvs). The pendant displayed no communication to the mvs, and the issue was not resolved with a system reboot and re-seating of the umbilical cable. There was a sheep on the table during the issue. No patient was present.